Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that bent cannulas caused her blood glucose level to go up. Customer's blood glucose level was over 500 mg/dl. The device was not returned.